Event description:
During preventive maintenance of the device, the service tech reported that the cooler/heater was not functioning properly. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
A supplemental report will be submitted should info be received that would impact this initial report.